Event description:
2022-dec-22 information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a superficial wound infection. The infection required a short course of oral antibiotics. It was noted this was resolved as of (B)(6) 2022. Health effect code: 1930. Device problem code: 2682. Reference reports: mw5189236, mw5189237. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).